Event description:
It was reported that the 2800 system presented an error code 62 and the table would not move. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Recalibrated vertical and tilt movement of table and replaced the emergency stop button and switch. The system was tested and found to be working as intended and placed back into svc.